Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient went into the clinic after feeling a vibratory alert. During the follow-up, premature battery depletion was noted on the device. There was no inappropriate therapy delivered due to the premature battery depletion. The device remained implanted as the patient has pulmonary cancer with metastasis and life expectancy is 6 months.